Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 2 of 4. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set) alarm. The technical service representative (tsr) had the hp close all the clamps and transfer set, cycle the power off and on to se 2367. The tsr had the hp cycle the power off and on to press go to start prompt. The tsr explained the alarms and the hp stated the supply bag fell off the table and disconnected. The tsr explained to discard all the supplies and to report the alarms to the peritoneal dialysis nurse the following morning. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The hp stated the supply bag fell off the table and disconnected. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was that the supply bag fell and became disconnected.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted